Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/26/2017 with the following findings: the power complaint could not be duplicated with investigation. The pump powered on with a blank display. No damage to the battery compartment was observed. A battery cap was not returned. A test cap was able to secure properly to the pump. Unrelated to the complaint, the eeprom component was found to have been cracked. The pump alarmed for an eeprom related issue.